Event description:
Litigation alleges that the patient suffers from pain and discomfort in hip, groin, and thigh which has increased over time, sensation of misalignment, numbness and difficulties with activities of daily living. Patient also alleges hip clicks, a catching sensation and elevated levels of cobalt chromium.

Event description:
**Update** (B)(4) 2013-sales rep reported revision surgery on right hip due to pain. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There was no new information that would change the outcome of the investigation.